Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a needle anomaly from the sensor. The customer's blood glucose reading was 10.7 mmol/l. The customer stated that the transmitter did not blink when connected to the sensor. The customer was advised to check for bent, damaged or retracted sensor. The customer stated that the electrode is missing. The customer was advised to change and replace the sensor.